Manufacturer narrative:
Stryker evaluated the customer's lid and battery and verified the reported issue. The root cause the device lid assembly. The components were placed in retention and the customer received a replacement lid and battery.

Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.